Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of high blood glucose reading and a faulty reservoir. The mother stated that she had to reset her son's pump twice due to high blood glucose readings. The mother stated that the act button is really hard to press when she tried to manually prime the set. The customer will be sent a replacement reservoir set.